Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump powers on and begins infusing but subsequently stops without warning or alarm. A review of the device's serial number history revealed no similar complaints. The device was not returned; therefore, an investigation could not be conducted. As a result, the failure mode was not confirmed, and the root cause remains undetermined. This product has been removed from the market under recall z- 1285-2024. Reference to complaint# (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump turns on and will being infusing but will stop without warning or alarm. No patient harm was reported.